Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. The patient also has a fever(101-103). The patient was instructed to visit the ER. No further information is known at this time.

Event description:
Follow-up information revealed the patient is receiving effective therapy and the pain at the ipg site has resolved.